Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received via medtronic that insulin pump was constantly getting kicked out of automode and the device giving micro boluses even their blood sugar levels were normal. The insulin pump will not be returned for analysis.